Manufacturer narrative:
Follow-up # 1 ¿ (03/24/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014 the lay user/reporter contacted lifescan to report the onetouch ultra2 meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6), 2014 at 1:45 pm the patient obtained an unspecified error message on the reported meter; she was unable to obtain a blood glucose reading. The patient was unable to specify which error message that occurred. The patient took no actions due to this meter issue. At an unspecified time afterwards, the patient experienced the symptoms of shaking and nervousness. The patient did not seek any medical attention or treatment. The patient manages her diabetes with set doses of insulin. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.